Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, it was not confirmed that there was physical damage at the material residue point. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered foreign material on the forceps elevator due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the suction, air, and water cylinder had no color. It was also observed that the grip had a scratch. It was observed that the insulation resistance value at the distal end did not meet the standard value due to a crack on the plastic distal end cover. It was also observed that the fixing force of the guide wire did not meet the standard value due to damage on the forceps wire. It was observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. It was also observed that the connecting tube had a wrinkle. It was observed that the adhesive around the light guide lens had a crack. It was also observed that there was corrosion around the left arm. Lastly, it was observed that the coating on the universal cord had peeling. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an evis exera ii duodenovideoscope to the service center for preventative maintenance. During a standard inspection and estimation of the returned device, the forceps elevator had foreign material. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.